Manufacturer narrative:
G4:19feb2021. B4:22feb2021. H11:g5:k102985. H10: the device was reported to have been in daily routine testing, there was no patient involvement. An authorized service personnel(asp) was dispatched to the customer site and confirmed the reported issue. During troubleshooting the asp discovered that the device had the wrong oxygen adapter. Once the fse replaced the oxygen adapter the device was returned to functionality. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4: 26feb2021. B4: 10mar2021. H11: the reported issue of oxygen supply failure was found during daily routine testing. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 02nov2020.

Event description:
It was reported to philips that the device had a low oxygen supply pressure alarm. The device was reported as being in use at the time of the event on a patient. The initial reporter confirmed that there was no adverse patient impact.